Manufacturer narrative:
Inspected one opened quick-serter for locking and proper operation. Performed insertion test using a new lab quick-set onto rubber skin. The quick-serter failed per inspection and found the quick-serter barrel walls with excessive glue from the quick-set tape.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 500 mg/dl when the customer removed the infusion set and found a bent cannula. It was also reported that the insulin pump alarmed no delivery, which the customer said she received all the time. The blood glucose reading at the time of the call was 291 mg/dl. She stated that she would treat with the insulin pump. The alarm was resolved by a complete infusion set change. The customer requested to return the infusion set for analysis. She was unable to troubleshoot at the time. Advised return of the serter in case there were issues with the infusion set insertion procedure. Nothing further reported.